Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent removal of six (6) locking screws and one (1) clavicle plate due to discomfort from material under the skin. The original surgery took place on (B)(6) 2019. There was a thirty (30) minute surgical delay. No fragments were generated. The patient outcome was positive. There is no further information available. This report is for one (1) 3.5mm ti lcp sup ant clavicle pl w/lat extn 5h/rt/94mm-ster. This is report 6 of 7 for (B)(4).